Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead was surgically abandoned due to loss of capture. No adverse patient effects were reported.

Manufacturer narrative:
As of this report the lead has not been returned and no further information is available. Should additional information become available, this report will be updated.